Manufacturer narrative:
Citation: gales j et al. Transcatheter valve replacement for right-sided valve disease in congenital heart patients. Prog cardiovasc dis. 2018 sep - oct;61(3-4):347-359. Doi: 10.1016/j.pcad.2018.09.003. Epub 2018 sep 17. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a secondary review of the patient selection, outcomes and complications associated with transcatheter valve replacement for the pulmonic valve and transcatheter repair/replacement of the tricuspid valve. All data were collected and analyzed from multiple studies. The study population included an unspecified number of patients (patient demographics were not provided), 245 of which were identified as having a medtronic melody bioprosthetic valve implanted. No serial numbers were provided. The literature included adverse event data from the u.s melody investigational device exemption and post-approval studies, but the associated observations could not be discerned from the other adverse event data reported in the review. Among all patients, reported procedural-related deaths were attributed to coronary compression, pulmonary artery obstruction, ventricular arrhythmia, or hemopericardium. However, multiple manufacturers were noted in the literature; based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: valve explant/replacement, surgical reintervention or catheter-based reintervention, conversion to surgery, valve malposition requiring second transcatheter valve, endocarditis (due to organisms: streptococcus viridians, staphylococcus aureus, or coxiella burnetti), recurrent valve stenosis, ventricular arrhythmia, valve embolization, unspecified valve issue, surgical conduit rupture, valve thrombosis, coronary artery compression, aortic root compression resulting in significant aortic valvular dysfunction, recurrent tricuspid valvular dysfunction, complete heart block, paravalvular leak, and access site complication. Multiple manufacturers were noted in the literature; however, based on the available information, medtronic product may have caused or contributed to these adverse events. Among all patients, device malfunctions included: stent fracture. Multiple manufacturers were noted in the literature; however, based on the available information, these malfunctions may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.